Event description:
In 2006, this patient was implanted with gore tag thoracic endoprosthesis. On eight days later, the patient underwent a reintervention in which gore tag thoracic endoprosthesis was implanted. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.